Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the scope on the aberrometer is loose. Additional information received states that there was no patient contact.

Manufacturer narrative:
The company service representative examined the system and replaced the dovetail as a correction. Upon dovetail replacement, the aberrometer was found to have focus and wide field of view (wfov) alignment was out of specifications, which is unrelated to the reported event. The aberrometer was subsequently replaced. The system was then tested and met all product specifications. The aberrometer was received and a visual assessment of the returned sample yielded no obvious nonconformity. The dovetail returned with the aberrometer was also observed to have no visual nonconformity. There was no functional nonconformity identified with the returned dovetail. Therefore, the customer reported event is not able be confirmed. The returned sample was connected to a hotbed and camera alignment (focus/wfov) were found to be within specifications. However, the wfov camera was observed to be washed out. The camera alignment and wfov washed are unrelated to the reported event. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).